Event description:
The customer reported that the system displayed a generator error message and locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced in the frame and in the monoblock board, and the rear left handle was replaced. The system was tested and found to be working as intended and put back into service.